Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in defibrillation impedance and eventually triggered an alert for high, out-of-range shock impedance above the programmed alert threshold. No adverse patient effects were reported.